Event description:
Same case as 6000093-2006-01780 and 6000089-2006-01955. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection and a shaft fracture occurred. The patient's anatomy was mild to moderately tortuous. The patient presented with a critical lesion located in the ostium of the diagonal (dx). The vessel size was 2.50mm, mildly calcified and 80% stenosed. The lesion was pre-dilated with a maverick2 2.50x15.0mm balloon. The physician attempted to advance a taxus liberte 2.50x8.00mm drug eluting stent (des), but was unsuccessful as an arterial dissection developed. The physician removed the entire stent delivery system (sds) and then pre-dilated the lesion a second time with the same maverick2 balloon. It was noticed that the dissection was longer than first noticed, so the physician attempted to advance longer taxus liberte 2.50x16.0mm des in order to cover the length of the dissection. In addition, a balance middle weight 0.014 guidewire was advanced which crossed the lesion site easily. After making several attempts to ross the lesion site with the stent, the stent shaft snapped and broke approximately 15cm from the hub. The physician pulled the entire sds and left the balance middle weight 0.014 guidewire in place. A cordis cypher select 2.50x13.0mm des was selected and passed smoothly over the dissected area and was successfully deployed with good results. The patient had an uneventful recovery and was discharged to continue with his holiday.